Event description:
A malfunction was reported on a customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 171 mg/dl. Technical support decided to replace the pump, and a pump with updated software was sent to the customer. The customer was advised on how to switch to a backup therapy using mdi and instructed on returning the faulty pump within 10 days to avoid additional charges. The customer was also given guidance on programming the replacement pump and connecting it to their cgm, which they understood and acknowledged.